Manufacturer narrative:
The insulin pump was received with no down button response due to unlocked keypad connector on the lcd board. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised they changed their set and when they scroll down the menu nothing works. Customer replaced the battery on the insulin pump and it still does not work. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.